Manufacturer narrative:
This event occurred from (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of an unspecified quantity (stated as multiple) IV (intravenous) secondary infusion sets would not connect to the top port of three (3) clearlink system non-dehp continu-flo solution sets; further stating "will not back prime or flow". The secondary sets were re-set, re-established, connected and re-connected; however, unsuccessful. This was observed before patient connection. There was no patient involvement. No additional information is available.